Event description:
It was reported that the nurse stated that they received alarm 64 non-recoverable system error on (B)(6) arctic sun device and swapped out devices. Now they were getting no flow on new device (B)(6). Tried troubleshooting on new device. Stop therapy, empty pads and device alerted 07 empty pads not complete x 2. Had them disconnect pads over basin. Reconnected using proper technique. Device primed to 0 l/m water flow rate (wfr). Tried emptying pads again to disconnect and received alert 07 x 2. Advised to send this device to biomed labeled no flow. (B)(6). Powered off original device (B)(6) and back on, reconnected pads and restarted therapy. Water flow rate (wfr) was stabilized at 0.9 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they received alarm 64 non-recoverable system error on (B)(6) arctic sun device and swapped out devices. Now they were getting no flow on new device (B)(6). Tried troubleshooting on new device. Stop therapy, empty pads and device alerted 07 empty pads not complete x 2. Had them disconnect pads over basin. Reconnected using proper technique. Device primed to 0 l/m water flow rate (wfr). Tried emptying pads again to disconnect and received alert 07 x 2. Advised to send this device to biomed labeled no flow. (B)(6). Powered off original device (B)(6) and back on, reconnected pads and restarted therapy. Water flow rate (wfr) was stabilized at 0.9 l/m.